Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. During the second visual inspection, reddish brown material was observed inside the pebax. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, and a hole on the pebax surface near the edge of electrode #2. Object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the blood inside the pebax was confirmed however, the force issue reported cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported by the customer they were having force reading issues such that the physician was unsure about the accuracy of the force readings. The thermocool® smart touch® sf uni-directional navigation catheter was re-zeroed but no change. The thermocool® smart touch® sf uni-directional navigation catheter was pulled out of the patient to examine the catheter and blood was found in the chamber of the precision spring. As such, the thermocool® smart touch® sf uni-directional navigation catheter was replaced and the procedure was completed successfully. There were no patient consequences. The customer¿s reported force issues are not MDR reportable since there is no or low risk to the patient because of the procedure delay. On 6/14/2019, biosense webster inc. Received additional information indicating the catheter was in use with a mobicath small curve sheath 8.5 french. There were no problems or difficulty maneuvering or withdrawing the catheter and they did not observe any physical damage on the catheter, only the blood inside the catheter. On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection of the product revealed no physical damage. A 2nd visual inspection found a found a reddish brown material in the pebax. On (B)(6) 2019, during further evaluation, a scanning electron microscope (sem) analysis was performed. The sem results showed evidence of mechanical damage, and a hole on the pebax surface near the edge of electrode #2. Object that cause the damage is unknown. No other anomalies were observed. These findings have been reviewed and assessed as MDR reportable as a malfunction for the ¿hole¿ in the pebax. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 8/14/2019 and has reassessed this complaint as reportable.